Event description:
It was reported the patient experienced a shocking or jolting sensation when turning the device on. It was also noted the ins has a low battery and was at eol/eos. Impedance measurements were normal. No other symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.